Event description:
A report was received that following an explant procedure, the lead was returned, analyzed and found to be fractured.

Event description:
A report was received that following an explant procedure, the lead was returned, analyzed and found to be fractured.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial/lot # (B)(4), description: scs 70cm iii lead sc-2138-70, sn (B)(4): visual inspection revealed lead was cleanly cut approximately 66.54 cm from the distal end. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. The broken cables are still contained inside the lead body. Sc-2138-70, sn (B)(4): visual inspection revealed lead was cleanly cut approximately 67.52 cm from the distal end. X-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. The broken cables are still contained inside the lead body.